Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired to the 3cm cut line. The knife blade and firing knob were advanced. Microscopic inspection revealed damage to the knife blade. Functional testing noted no abnormalities the remaining staple line formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. Replication of the secondary condition of advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an obstruction during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open colectomy. The device broke because it could not fire completely. A new device was opened to complete the procedure. There was medical or surgical intervention required because the staple line had to be re-done. No patient injury or extension in surgical time. Patient status is alive, no injury.